Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. Patient stated the implanted neurostimulator battery is going dead every day over the last month. Patient stated they have not made any changes to therapy group or settings for probably a good 10 months. Patient confirmed they are charging the implant fully. Agent reviewed implant battery depletion rates are based on therapy settings and usage. Agent reviewed role of manufacturer representative (rep) and the patient was redirected to their healthcare provider to further address if needed. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.